Event description:
It was reported that the system displayed multiple errors, which resulted in a complete loss of system functionality. There is no report of pt injury or death.

Manufacturer narrative:
A ge rep evaluated the system and replaced the batteries. The system operates as intended.